Event description:
It was reported that a solutions administration needle set roller clamp does not close properly to allow fluid flow rate. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection identified that the roller clamp was broken on its axis. The cause is undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA was opened to investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.